Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'upstream occlusion!' Was not reproduced. A review of the event history log (ehl) revealed 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of range. The ultrasonic sensor arequires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming upstream occlusion when there was no occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.